Event description:
Received notice of complaint concerning above product. Spoke with chief technician who reports that the pump segment separated from the mainline tubing. Reports that this is the same problem that they had a couple of months ago with this lot number. CT states that they were not supposed to receive this lot number. 3/12 received information from clinic regarding event. Patient reported as stable; no medical intervention required. Blood loss reported as 80-100cc. A medwatch form has been filed based on reported blood loss only.